Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not completely loading due to database error. A field service engineer (fse) tried rebooting and stopped and started services but that did not fix the issue and confirmed that the customer support center (csc) was able to log into the station. Then the csc escalated the issue to software specialist and would notify when the device was clear to use.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data error occurred and the login attempt failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.